Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6) it was reported that on (B)(6) 2024 one 5.0x12 mm rx herculink stent was implanted in the severely calcified, right renal artery and one 5.0x15 mm rx herculink stent was implanted in the severely calcified, left renal artery. From november 2024 to april 2025, the patient had multiple adverse events that were not related to the renal stents, such as urinary tract infection, thrombus in the subclavian artery, stroke with left sided hemiparesis, nosocomial pneumonia, bacteremia, iatrogenic injury of the left vertebral artery and hypertensive derailment. On (B)(6) 2025 the patient expired from an unknown cause. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Correction: h6: health effect: impact code: code 1802 was removed and code 4657 was added.

Event description:
Subsequent to the previously filed report, additional information was received that in the physician's opinion, the herculink renal stent did not cause or contribute to the death. The patient expired at home. No additional information was provided.